Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced pain and erosion with their device. This device was explanted and replaced.

Manufacturer narrative:
According to the available information the titan was implanted on (B)(6) 2020 and revised on (B)(6) 2021 due to erosion. Additional information received indicated that the patient was complaining of penile pain and the device was working properly. A titan pump, two cylinders, and reservoir were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.